Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose at the time of incident was 49 mg/dl. The customer treated with the carbs. Troubleshooting was not done for low blood glucose. Auto connect sensor set sensor high and low alert and advised that the auto mode will not allow her to enter until 48 hours is complete. The insulin pump will not be returned for analysis.